Event description:
It was reported that during preparation for an unknown procedure, the maverick2 monorail shaft split. After pulling the device out of the package, the physician pulled negative to prep the device and the distal shaft split in half. The physician completed the case with another maverick2 monorail balloon. There was no patient contact with the device.